Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency coronary treatment procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was unavailable. Upon functional testing, the fse found that spc2 was not being powered, causing the movement issue. Upon further analysis, the fse found that the fuse f1-7at was defective, which leads to spc2 failure. To resolve the issue, the fse replaced defective fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the c-arm's motorized movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.